Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a check-up with the chest pain. X-ray analysis showed that the lead had perforated the heart wall. The lead was explanted and replaced. The patient was stable post procedure.